Event description:
During a pulmonary vein isolation cryoablation procedure, a cardiac perforation occurred which required surgical repair to stabilize the patient. While performing the transseptal puncture using acutus acqcross transseptal needle and the boston scientific polar sheath, the left atrial appendage was perforated. The perforation was surgically repaired to stabilize the patient. The physician alleges the transseptal needle was the cause of the perforation.

Manufacturer narrative:
The device in question was discarded and is unavailable for investigation. No root cause could be established for this case. If further information is made available a supplemental MDR will be sent.